Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was only seeing one battery displayed on their monitor when they try to do the battery check, however, agent reviewed that based on the registration, they would only see one since they only have one battery; it is treating both sides. Agent helped the caller connect to the implant, but agent heard the recharger beeping. Agent had them power off recharger and utilize their communicator and dbs therapy app. Patient commented that it was taking a long time to find the device and agent walked them through setting up links. Caller was then able to connect to implant and see the therapy was on for both sides, but they did not have the ability to adjust both sides. Patient indicated to agent that they only had the leftside programmed at this time and had not had other side programmed yet due to unrelated life events. They said that on august 19th they had a fall in their sleep hitting their head on a lower dresser drawer and required 27 staples in their head. They had a CT scan before getting the staples and they looked ok. Patient shared concern about the depth of the staples and the wires and possible interference. They noted "things have been going haywire". Patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The healthcare professional clarified that the device/therapy were not causal or contributory with respect to the patient's falling while sleeping resulting in requiring stitches. There are not issues with the device or therapy noting that the patient has other medical issues contributing to the symptoms that had been managed. The hcp also clarified that the cause of the patient's inability to adjust the therapy was that the patient confused that they had two batteries instead of one to stimulate both sides.